Manufacturer narrative:
(B)(4): device not returned to manufacturer.

Event description:
Wife reports her husband's brush head disengaged while brushing. This is being reported as a malfunction with the potential to cause a serious injury. A minor injury, "he poked himself hard in the head" was reported."